Manufacturer narrative:
Additional information: section h3: device evaluated by manufacturer: yes. Device evaluation: manufacturing records review: the manufacturing records for the device were reviewed. The product was manufactured and released according to specification. Conclusion: as a result of the investigation there is no indication of a product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Section a2, a4 and a5: unknown/ not provided section h3: the device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of records including device history record and complaint trending will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc has been submitted.

Event description:
It was reported that patient had a corneal burn on the right eye which required sutures. Patient is stable post-operatively. No additional information was provided. This report is against the whitestar. A separate report will be filed against the handpiece, tip, tubing.